Event description:
Customer reported two cases of diffuse lamellar keratitis (dlk). Patient had stage 1 dlk on both eyes. Patient was treated with steroid drops additional follow up was received by amo's clinical development manager. There was no secondary surgical intervention. Patients best corrected visual acuity (bvca) was 20/20 on both eyes. Patient was fine on (B)(6) 2013 visit.

Manufacturer narrative:
Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The customer does not think the intralase is causing the dlk cases. The cause of the dlk is unknown. The clinic reported this event only and did not request field service or clinical support.